Event description:
It was reported the patient¿s implantable neurostimulator (ins) ¿occasionally gave her a surge of power which made her uncomfortable and on one occasion the battery stopped working.¿ it was stated that it the ins was made to work again following that incident. It was further stated the patient complained that her ins ¿was not working properly.¿ it was noted there was ¿no¿ patient harm, injury, or death at the time of report. It was reported that it had been ¿decided to replace her ins¿ because the patient had it on a constant, high amperage at most times. It was stated that this was ¿the best option for the patient.¿ additional information stated the patient ¿displayed an unusual reaction to stimulation which she described as shocks¿ and that ¿this also manifested itself during a low amplitude impedance check¿ that took place during a check-up at the time of initial report. It was reported that all impedances were found to be ¿normal¿ during the impedance test. It was stated the patient was reprogrammed and was ¿happy¿ with the program and was ¿receiving satisfactory therapy.¿ it was noted the patient¿s ¿only complaint was the occasional shock surges which she said were definitely not the normal positional changes you would experience with spinal cord stimulation (scs).¿ it was reported that all checks of the patient¿s ins site ¿looked normal.¿ it was noted the patient was not listed ¿not listed for removal¿ of the ins and that explant ¿possibly would not happen at all and the patient would carry on using the scs.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).